Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material# 2441-0007. Batch# 24035001. It was reported by customer that pump alarmed occluding and when rn went to look at the pump there was blood leaking from partway up the tubing. Upon further investigation a small slice was discovered in the tubing. Verbatim: we have a burette infusion set which leaked from the tubing. I have the set for return. Including medline on this email as it was distributed through them. Bd item # 2441-0007, lot # (10)24035001. Date of incident: unsure the reporter has not answered me. No patient harm. Description of problem: pump alarmed occluding and when rn went to look at the pump there was blood leaking from partway up the tubing. Upon further investigation a small slice was discovered in the tubing.

Event description:
Material# 2441-0007. Batch# 24035001. It was reported by customer that pump alarmed occluding and when rn went to look at the pump there was blood leaking from partway up the tubing. Upon further investigation a small slice was discovered in the tubing. Verbatim: we have a burette infusion set which leaked from the tubing. I have the set for return. Including medline on this email as it was distributed through them. Bd item # 2441-0007, lot # (10)24035001. Date of incident: unsure the reporter has not answered me. No patient harm. Description of problem: pump alarmed occluding and when rn went to look at the pump there was blood leaking from partway up the tubing. Upon further investigation a small slice was discovered in the tubing.

Manufacturer narrative:
A used sample of material 2441-0007 lot 24035001 was returned for investigation. Upon initial visual examination, the set had a hole/slice in the middle of the tubing. The slice was in between the lower fitment pump segment and second smart site. An investigation was conducted by the manufacturing team to determine the root cause of the defect. It was not possible to determine a root cause related to the manufacturing process. The most probable cause for the defect is that the damage occurred while the tubes were transferred from the warehouse and through the tubing cutting process.